Manufacturer narrative:
Method code selected for labeling evaluation. Device evaluation: the device was received for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut by the center in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal or explant. Both lens parts were observed clear as expected in the acrylic material of the tecnis monofocal intraocular lens. The reported issue as ¿blurry¿ (lacking definition or focus) could not be verified on the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted as patient had continued blurred vision. No further information was provided.